Event description:
Reference number (B)(4). Event occurred in slovenia it was reported that the patient faced tape not sticking event on (B)(6) 2026. The infusion set was in use for five days. The insertion site was gluteus. No further information available.